Manufacturer narrative:
Based on the claim against the product by the customer noting error ¿turn 40 times manually¿ message appeared, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 green reload was analyzed and found to have a firing failure based on log review and during in-house inspection. Logs show 1 firing failure with an incomplete hi torque fire status. Visual inspection was performed, and the shuttle appeared to be at the distal end of the knife track. The blade was not exposed and was found lodged within the shuttle. The blade could not be inspected for damage as a result. Additional observations related to the customer reported complaint was that upon initial inspection, the reload was found to have a dislodged cover. The stainless-steel cover was partially dislodged from the underside of the cartridge at the distal tip, but still intact at the proximal end. The cover could not be properly snapped back on due to broken components. The reload was disassembled in-house and the reload was found to be broken. A portion of the cartridge was broken off, causing the shuttle to easily release from the rest of the reload. The damage was located the inner knife track, near the distal tip of the reload. The broken cartridge fragment measured roughly 0.112" x 0.775" in size. There was no missing material observed. The root cause is typically attributed to mishandling/misuse. The reload also exhibited several malformed staples. There were 8 distal staples found within the pusher pockets and at least 3 appeared to be malformed when removed. The root cause is not established. During the removal of staples, one of the pushers appeared to be damaged. The root cause of this failure is attributed to a component failure. The complaint regarding error message was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the malformed staples could not be established while the root cause of the damaged pusher is attributed to a component failure. This issue can be resolved by replacing the reload. This complaint is reportable malfunction due to the following conclusion: the reload was found with damaged pushers. The staples were malformed. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, an error message ¿turn 40 times manually¿ appeared when the customer was using the green reload with the sureform 60 stapler instrument. A backup reload of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reload was inspected prior to use with no abnormality. While using the instrument with the green reload, an error ¿turn 40 times manually¿ message occurred after the 5th firing. The 1st to 4th fires were successful with the blue and white reloads. The instrument jaws were stuck on the lung tissue when the issue occurred. They turned the manual release knob and successfully opened the jaws intraoperatively and released the tissue. There was no adverse effect to the grasped tissue. Port incisions were not increased. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no report of unexpected tissue removal and bleeding.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the sureform 60 green reload involved with this complaint. Advanced failure analysis confirmed the initial failure analysis. Visual inspection of reload and logs confirm firing failure that stopped at ~98% completion aligns with the forward progress of the shuttle to the distal end of the cartridge. Shuttle was found at distal end with the cutting edge of the knife entangled in a large piece of cartridge material removed from the left side of the cartridge t-slot. Reload was disassembled and the cartridge t-slot that the knife base travels along exhibits severe damage, mainly on the left half of the cartridge, although right side has some skiving markings. Due to the missing material along the t-slot walls, the second to last pusher on the left side exhibited deformation. There was cartridge material trapped around the knife and in front of the knife. Knife cutting edge was found to be bent downwards and to the left of the normal orientation. The part of the shuttle where the knife is seated was observed to be pushed down from above by a force, bending and deforming the material of the shuttle in multiple places. Additionally, knicks to the blade edge were observed under magnification, however knife legs were in-tact and not bent, suggesting the knife became unseated due to the resistance rather than breaking. Logs show a high firing torque of 700 n, which suggests that high resistance was encountered during the firing. The knife like caught some obstruction during the firing, while the I-beam kept pushing the shuttle forward. The knife likely began to skive the cartridge walls, causing the blade edge to rotate, become unseated, breach the cartridge walls, and eventually deform the pushers. Staples observed to be malformed within the pockets, were deployed, however not properly, due to the damage. Damage observed to reload components is likely due firing across an obstruction, which is mishandling/misuse.